Event description:
Reporter states patient tested >8.0 inr on the coaguchek xs plus system while 2 comparison labs returned as 3.3 inr & 3.25 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.